Manufacturer narrative:
The device was not returned therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, pain, chills, and bloating. The cause of peritonitis was unknown. The patient was hospitalized for the event and remains hospitalized. At the time of this report, the patient outcome, treatment and action taken with pd therapy were not reported. No additional information is available.